Event description:
At 2016, admitted to the ed with stemi, medication started repro, lopressor, asa, heparin and ntg drips. Home med had plavix listed as a daily medication but no date or time was listed. Cardiac cath lab call team activated. Taken to the cath lab @ 2113 for emergency pci. Rca was found to be ocluded at the acute marginal, reopro was continued. Act was 246 seconds. Heparin drip was stopped. Vessel was dilated with 4.5 x 15mm quantum maverick with 3 inflations, to a maximum of 10 atmospheres. Then a 5.0 x 32mm liberte stent was deployed at 16 atmospheres. Post dilated using a 6.0 x 20mm maverick xl at 8 atmospheres. Taken back to the cath lab on the next day, @ 1103, with increasing chest pain. An acute closure of the rca was found beyond the previously placed stent with thrombus. Heparin bolus of 4,000 units was given and act was 291. The 12 hour reopro infusion had just ended. A pronto extraction atherectomy thrombectomy catheter was used. Next, a 3.0 x 15 maverick balloon with serial inflations made. Next, a 4.5 x 24 magic wall stent was deployed. Taken back again to the cath lab @ 2010, with increasing chest pain. An acute closure of the rca was found between the two previously placed stents. Serial inflations with a 3.0 x20mm maverick were performed. Next, attempts to place a 5.5 x32 magic wall stent was unsuccessful and retrieved intact. Serial inflations were performed with a 3.0 x 20mm maverick balloon. Then, a 12.5 x 32mm magic wall stent was then deployed. Intracoronary ntg and cardene were given and then post dilations were performed with a 3.0x20mm maverick balloon. Heparin bolus of 16,000 units with a final act of 355. Plavix 60mg was given at the end of the case.